Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device was broken. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was reported that there was no adverse consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was no delay in the procedure due to the event. The lot number was documented as unknown in the initial report and has been updated as k423119147. The date of manufacture was reported as unknown in the initial report and has been updated as dec 7, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the cutter device were visually inspected and it was observed that the tip of the device was broken. The cutter was examined and photographed using 28 x magnifications. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the root cause of the broken cutter was due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.